Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication. The following information was provided by the initial reporter: material no:320550, batch no: 0091910. It was reported that the pen needles clog during the injection and the patient end bends when completing the injection in the leg.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned a total of nine pen needles with no cap or label for identification. The returned pen needles were visually inspected prior to testing for a clog. For each sample, the non-patient sides had been bent or fractured inside the hub, starting at the proximal end of hub¿s needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. One of the nine pen needles was also found to have been bent on its patient end in a manner similar to the damage on the non-patient end. Based on the damage present, the needle damage may have occurred accidentally while the user was preparing the pen needles for use, potentially if the pens were not properly aligned with the cannula of the pen needles upon insertion, or otherwise coming into contact with a hard surface outside of use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the needle bending appears to be accidental damage from stresses caused by the user. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication. The following information was provided by the initial reporter: material no:320550, batch no: 0091910. It was reported that the pen needles clog during the injection and the patient end bends when completing the injection in the leg.